Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted (lot no. C51067) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, patient have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, patient is hindered in her normal daily functioning, and she suffers damages. Batch no c51067; production date 2014-04-21; expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-dec-2022: event updated from injury nos to essure removal. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted (lot no. C51067) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, patient has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, patient was hindered in her normal daily functioning, she suffered damages. Batch no: c51067, production date: 2014-04-21, and expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-dec-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.